Event description:
It was reported to philips that the device's suite computer was not booting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Review of the system log file did not show any notable errors. During troubleshooting, the fse found that there was no application interface when booting up suite pc. The fse started the application manually, but it failed. The fse reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.